Manufacturer narrative:
E1: event city: (B)(6). Event country: turkey. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized due to high blood glucose associated with headache, stomachache, dizziness on (B)(6) 2026. The patient tested for ketones and found positive. The patient received treatment with IV insulin drip. Duration of hospitalization was four days.